Manufacturer narrative:
Correction to fields b1: adverse event/product problem, d6: explant date, h1: type of reportable event, h6: impact codes. Supplemental: as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Initial: additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely during a routine follow up. The estimated longevity decreased not as expected, from 44% to 9%, within six months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The patient does not want a replacement for the device. Therefore, the device is planned to be explanted only, the date is unknown. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely during a routine follow up. The estimated longevity decreased not as expected, from 44% to 9%, within six months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The patient does not want a replacement for the device. Therefore, the device was explanted only and is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to fields b1: adverse event/product problem, d6: explant date, h1: type of reportable event, h6: impact codes. Supplemental: as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Initial: additional information was requested. The investigation will be updated should further information be provided.

Manufacturer narrative:
Supplemental: as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Initial: additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely during a routine follow up. The estimated longevity decreased not as expected, from 44% to 9%, within six months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The patient does not want a replacement for the device. Therefore, the device was explanted only and is not expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. The estimated longevity decreased not as expected, from 44% to 9%, within six months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The patient does not want a replacement for the device. Therefore, the device will be explanted only. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.